Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was settings not available. It started a few days ago. Pt mentioned they fell about a month and a half ago but did not fall on the side of implant. Nobody checked the device as pt did not have any concerns at that time. Pt also mentioned this weekend pt had to charge the ins twice in one day and it was taking longer to charge. The charge did not last for even 24 hrs. Patient mentioned they accidentally bumped the down button on intensity and would lower the intensity but it would not increase the intensity on any of the programs. Patient had 3 different groups. Patient reset the controller numerous times. Pt then remembered on the call that earlier this year they told the patient there was something wrong with the last lead and some receptors or something were not working, like 3 of them. Pt was redirected to hcp to check the device.